Event description:
It was reported prior to generator changeout that the atrial lead exhibited oversensing due to noise that manifested in inappropriate mode switches. Sensitivity was reprogrammed and the lead remains in service. The patient was stable and asymptomatic.